Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a consumer (B)(6) 2020 regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient was charging, had an excellent connection and then lost the connection and saw a 1707 code. It showed 60% charge and then start searching again. Ps (patient services) asked the caller to make sure there is no emi around and then had them feel the stimulator and put the recharger circle right over the implant. It did not connect until she put it over the left side of the stimulator. She was standing and then sat down, and it still held the excellent charge. Patient was advised to have her daughter who was helping to make a mental note of where the implant is and for the patient to as well. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. (B)(6) 2021 additional information received from the patient reporting the same issues. The recharger connects for a couple of seconds and then goes back to searching. They see 1707 after a while and have also seen 3167. On the call, the were not using the belt and saw 1707 after a couple minutes of trying to connect. They dismissed and were able to connect for a couple of seconds when the recharger was positioned vertically, then it went back to searching and 1707. They reset the handset and recharger and then saw 3167. They dismissed the error and positioned the recharger horizontally and were able to connect and maintain an excellent connection for a couple of minutes. The battery went from 40% to 50%. They will continue to charge and call back if needed. Additional information received on (B)(6) 2021 stating they continue to have problems with recharging and would like to try a replacement recharger. Reviewed the recharger is most likely not the root cause and patient states they were previously told if the problem persisted, we would replace the recharger. Patient also stated their doctor told them to call medtronic. Reviewed a new recharger will be requested from repair however if the problem is ongoing patient must schedule a follow up with managing physician to address the issue further. (B)(6) 2021 the recharging equipment was replaced. (B)(6) 2021 the patient called back indicating they received the new recharger and paired it, however they are still having difficulty charging the ins. Patient reports the only way they are able to charge the ins is if they massage it first with a massage machine. Recommended patient avoids massaging the ins and reviewed risks of doing so. Recommended patient follows up with managing physician to address the recharging difficulties. Patient also was having difficulty encountering recharger not found message. Reviewed how to reset the charger and the handset and this resolved the issue. Recommended patient moves away from any known sources of emi and keep the communicator off while using the recharger. 2021-apr-15 additional information was received from healthcare professional (hcp) and patient via the manufacturer's rep. The rep met with the patient and was unable to recharge their battery with either recharger. The hcp thinks the battery was placed too deep so is going to bring patient to the or and position it more superficial.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via the manufacturer's rep. The pocket revision was still planned, but not yet scheduled as of may 13th.